Event description:
The customer stated the unit was imaging very poorly and showing error of channel 114 fail. The fe confirmed the system would not boot. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board and the batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.